Manufacturer narrative:
(B)(4). Approximate age of device ¿ 31 days. The evaluation of the returned pump confirmed the presence of denatured thrombus. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 20-30 percent of the blood flow path. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed on the inlet bearing ball over an undetermined amount of time while the pump was operating. A specific cause for the development of the thrombus could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a routine transplant on (B)(6) 2015. There were reportedly no observed issues with the pump. During the manufacturer's investigation of the returned pump, thrombus was found.